Manufacturer narrative:
Email is: (B)(6). H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found a contamination of foreign matter was observed inside the pouch, size 0.40 mm squared. The complaint was confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Root cause of the issue was attributed to manufacturing. It was observed some loose plastic particles residues occur after the multivac cut the tyvek. This lightly looks like the foreign material observed in the complaint. These particles are found after sealing of the packaging, they may be a potential source of the reported complaint. Awareness for failure mode contamination inside package was given to personnel who perform the assembly process of code.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: UDI section is unknown. G5: 510k is blank, btq product code is 510k exempt. D3, g1, and g2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening, the device was found to have contamination with foreign matter. No adverse effects reported.